Event description:
A malfunction alarm was reported with a specific error code that was resettable. The malfunction did not cause the customer's blood glucose level to exceed 500 mg/dl. Technical support provided pump reset information and assisted the customer, ensuring the malfunction code did not recur after resetting the pump.